Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient is experiencing pain and spasms in the ribs since implantation. The patient reports that the pain and spasms did not change whether the scs system was turned on or off. A CT scan was taken and results are unknown. Reprogramming was able to provide effective stimulation. The patient is requesting to be explanted thus surgical intervention may be pending to address this issue.